Manufacturer narrative:
Na h3 other text : na.

Event description:
The initial reporter stated they received questionable results for one patient sample tested with elecsys ft3 iii ver. 2 on two cobas e 801 module analyzers and a cobas e 411 immunoassay analyzer. The questionable results were reported outside of the laboratory to the physician. The specific date of the event is not known. Refer to the attachment for all patient data. The questionable values are highlighted in yellow. The sample was initially tested on the customer's e 801 analyzer on an unknown date. The sample was provided for investigation, where it was tested on a second e 801 analyzer and an e 411 analyzer on (B)(6) 2023. The sample was also repeated on an abbott architect analyzer on (B)(6) 2023. The e 801 analyzer used for investigation is serial number (B)(4). Ft3 reagent lot number 611920, with an expiration date of 31-may-2023 , was used on this analyzer. The e 411 analyzer used for investigation is serial number (B)(4). Ft3 reagent lot number 611918, with an expiration date of 30-may-2023, was used on this analyzer.

Manufacturer narrative:
Further investigations of the patient sample could reproduce the customer's results. The investigation determined the sample contains an interfering factor against the streptavidin component of the ft3 assay. Per product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design."